Manufacturer narrative:
The biomedical engineer reported that the transmitter had broken battery contacts, which caused the device to overheat. The device was not in use on a patient at the time. The biomedical engineer was provided with the part number for a replacement device. Nihon kohden is currently attempting to obtain the device for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter had broken battery contacts, which caused the device to overheat.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter had broken battery contacts, which caused the device to overheat. The device was not in use on a patient at the time. The bme was provided with the part number for a replacement device. Qa has determined the cause of the issue to be incorrect battery installation.